Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 was opened, small ball bearings had fallen out and onto the floor. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that slide rails failed for main half height sub drawer 4.1. The field service engineer (fse) replaced the drawer and successfully configured it in space configuration mode. The drawer and all pockets were responsive during testing. Final tests were performed, all cabling was verified to be in good condition, and all leds were functioning properly. Additionally, the backup battery was replaced, and the rear bumper kit along with network plugs were installed. The system functioned as intended after the field service engineer resolved the issue.